Event description:
It was reported that an unspecified failure occurred with a proglide device relative to an unspecified procedure. No additional information was provided at this time.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported unspecified failure mode was confirmed as a foot separation. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown. The posterior needle tip was also found separated during evaluation of the returned device. The separated portion was returned still attached to the suture. No additional information was provided.